Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds shortly after implant. High pacing thresholds were noted one day after rv placement. Lead revision was performed successfully, with rv pacing thresholds within range. Prior to expected discharge several days later, lead measurements were tested again, and high pacing thresholds were noted on the rv lead despite recent revision. This rv was subsequently replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds shortly after implant. High pacing thresholds were noted one day after rv placement. Lead revision was performed successfully, with rv pacing thresholds within range. Prior to expected discharge several days later, lead measurements were tested again, and high pacing thresholds were noted on the rv lead despite recent revision. This rv was subsequently replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.